Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head image disappeared, temporarily glitched. The issue occurred during surgery. There were no error messages that were observed as a result of the failure. The procedure was completed using a similar device. There was no report of patient harm.

Event description:
It was reported that the camera head image disappeared, temporarily glitched. The issue occurred during surgery. There were no error messages that were observed as a result of the failure. The procedure was completed using a similar device. There was no report of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and additional information. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, it is likely a faulty cable caused the flickering intermittent image; however, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.